Manufacturer narrative:
(B)(6). Method and results: product not returned to cbi. Conclusions: root cause inconclusive; investigation ongoing. Investigation - evaluation: investigation into this feedback included a review of the feedback details, a review of the device history records which indicated the product was manufactured to specifications, and a review of the biodesign surgisis hernia graft IFU (B)(6). Summary of investigation findings: a root cause of the reported infection is inconclusive at this time. The investigation into this feedback is ongoing and a follow-up to this report will be filed as new details are received.

Event description:
The patient underwent an open repair of a large ventral hernia and small bowel resection with anastomosis performed by (B)(6) at (B)(6). Reportedly no spillage of bowel contents was noted during the operation. On the third day post op, the patient was noted to have a foul smelling discharge from the wound. The patient was taken to surgery (date unspecified) for debridement. During this reoperation, infection was noted and the mesh had pus on it. The device was explanted. The surgeon reported that the patient will be kept on prolonged wound vac therapy. At this time, it is unclear if the patient's wound, at the time of the original surgery, was left open with a wound vac in place or if it was closed. Additional questions have been present during the reoperation, specifically if the patient was noted to have a leak of bowel contents from the anastomosis that may have contributed to the infection.